Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported through a stryker employee that while she was going through her facebook, she noticed a post from one of her friends complaining about his stryker hip. Patient had surgery in (B)(6) and is experiencing problems. He had several revision surgeries and still has clicking noises. He has cables around the bone to secure the bone.